Event description:
Boston scientific received information that this right atrial lead was dislodged. It is noted that this lead exhibited increasing thresholds and low p-waves during revision. No lead measurements given. The ra lead was repositioned successfully. Additional information received indicates that ra lead had dislodged several days after. The physician removed the lead and placed a new lead. The ra lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage pulling forces during the surgery should be taken into consideration. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, the lead's distal part was found partly pulled out of the ring electrode. There was no sign of a material or manufacturing problem.